Manufacturer narrative:
Media was provided to bsc and reviewed by members of the bsc training team, medical safety, and clinical specialists. The media review concluded: insufficient imaging to draw conclusion.

Event description:
It was reported that device migration occurred. A left atrial appendage (laa) closure procedure was being performed using intracardiac echocardiogram (ice) imaging. A 27mm watchman flx pro closure device and delivery system (wds) was advanced and the closure device was deployed. Release criteria was met and the closure device was implanted but immediately shifted after final release, and was not fully anchored on the ridge and shifted with the patients heart beat. The wds core wire was reinserted into the threaded insert on the closure device in order to perform a recapture, retrieval, and removal of the closure device from the patient. No patient complications were reported. The procedure was aborted due to the improper anchoring issue. It was further reported the patient was discharged.

Event description:
It was reported that device migration occurred. A left atrial appendage (laa) closure procedure was being performed using intracardiac echocardiogram (ice) imaging. A 27mm watchman flx pro closure device and delivery system (wds) was advanced and the closure device was deployed. Release criteria was met and the closure device was implanted but immediately shifted after final release, and was not fully anchored on the ridge and shifted with the patients heart beat. The wds core wire was reinserted into the threaded insert on the closure device in order to perform a recapture, retrieval, and removal of the closure device from the patient. No patient complications were reported. The procedure was aborted due to the improper anchoring issue.

Event description:
It was reported that device migration occurred. A left atrial appendage (laa) closure procedure was being performed using intracardiac echocardiogram (ice) imaging. A 27mm watchman flx pro closure device and delivery system (wds) was advanced and the closure device was deployed. Release criteria was met and the closure device was implanted but immediately shifted after final release, and was not fully anchored on the ridge and shifted with the patients heart beat. The wds core wire was reinserted into the threaded insert on the closure device in order to perform a recapture, retrieval, and removal of the closure device from the patient. No patient complications were reported. The procedure was aborted due to the improper anchoring issue. It was further reported the patient was discharged.

Manufacturer narrative:
B5: information added.